Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 68-year-old male presented with acute myocardial infarction (ami) complicated by cardiogenic shock and was supported with an impella cp inserted via the right femoral artery. The patient's pre-support society for cardiovascular angiography and interventions (scai) shock stage was not reported. Upon arrival to the unit, the patient was noted to have red-tinged urine. At the time of assessment, an echocardiogram was being performed. Imaging reportedly demonstrated the impella cp positioned approximately 5.5 cm from the aortic valve annulus. The finding was reviewed with the treating physician at the bedside. The support level was reduced to p4, and the physician planned to discontinue heparin and proceed with device explant later that day. Concerns regarding the proximity of the outflow to the aortic valve were discussed; however, the physician elected not to reposition the device. A repeat echocardiogram with possible repositioning was recommended if explant did not occur as planned. The purge solution consisted of dextrose 5% in water (d5w) with 25 meq/l sodium bicarbonate. The following day, the patient was reported to have been successfully weaned from impella support.